Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: name/date of procedure (B)(6) 2019 breast reconstruction deep inferior flap. Did the needle separate from the suture pre-operatively before use on patient tissue or did the suture separate intra-operatively during use? Suture separated intraoperatively during use. Lot number unknown. Patient status: patient left or in stable condition.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Name and date of procedure? Did the needle separate from the suture pre-operatively before use on patient tissue or did the suture separate intra-operatively during use? Lot number of the device involved in the event? Patient status?

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The needle popped off needle holder when placed on mayo stand by physician. Unable to locate the needle and x-ray was performed. The needle was never recovered so there is no product to return at this time. There were no adverse patient consequences reported.